Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of the device not turning on was confirmed. Unit would not power on when pressing ¿system on¿ button. A test logic board was used, and the unit powered on and off, confirming a faulty logic board was the cause of the failure. On 30-oct-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. The unit would not power on when pressing the ¿system on¿ button. Internal inspection confirmed a faulty part which was the logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not power on. There was no patient involvement.